Manufacturer narrative:
The device was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 2 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after approximately 5.5 years of support, the patient was admitted to the hospital with neurological dysfunction. Severe intracerebral bleeding (icb) was diagnosed on (B)(6) 2018. The patient¿s inr was within range. The patient expired on (B)(6) 2018 due to the icb. It was reported that there was no incidence of pump related issues. No additional information was provided.